Event description:
New information received noted that the patient was seen in clinic on (B)(6) 2018. Programming changes were discussed. No intervention was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of egms, an event of high ventricular rate was recorded which was due to right ventricular lead noise. Patient was stable. No intervention was performed. Physician will continue to remotely monitor the patient.

Event description:
New information received noted that the asymptomatic patient's right ventricular lead exhibited a second episode of lead noise. It was discussed to perform a cardiology review. The patient's current condition is stable and the patient is being monitored remotely.

Event description:
New information received on july 3, 2018 indicated that the right ventricular lead continued to exhibit lead noise. The lead was otherwise normal. No intervention was performed. No further information was available.